Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance (sli) measurement. The patient was receiving electrical stimulation during physical therapy. Boston scientific technical services (ts) discussed the possible cause of the issue and suggest ways on troubleshooting. Additional information obtained from the field representative indicated that the cause of the oor sli was suspected to be electromagnetic interference (emi) from electrical stimulation during physical therapy. The clinic will continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.